Manufacturer narrative:
Device evaluation: no product was returned for investigation; a retained sample was pulled for investigation and evaluated by product analysis on 9/26/2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the pump was experiencing loss of prime, 3 or more times. The patient allegedly has a blood glucose of 500 mg/dl with nausea. During troubleshooting, customer support found the patient was not using the cartridges per the IFU, found no product issues with pump or cartridges, and considered this to be a training/misuse issue. This complaint is being reported because the patient experienced hyperglycemia.